Event description:
An intensivist was inserting a central line via the right side. After insertion, when he was about to attach the infusion, the distal port broke off in his hand. The central line required an insertion on the left side. This was a second invasive procedure.